Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Transmissions revealed the right atrial (ra) lead had sensing problems and elevated capture threshold measurements. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.